Event description:
The hosp reported that during the endoscopic vein harvesting procedure while removed the hemopro device from the packaging; the silicon boot cover had already torn, damaged. Device was not used on the pt. The hosp used a replacement kit to complete the procedure. There was no pt effect reported by the hosp.

Manufacturer narrative:
Investigation results: visual inspection observed that the cold silicone jaw boot was torn in two pieces with a gap exposing the curved metal jaw. Upon reassembly, the jaw boot forms a complete assembly with no piece missing. Further investigation discovered that no adhesive was present on the curved metal jaw assembly, proximal portion of silicone jaw boot. The reported complaint is confirmed. A lot history record review was completed for the product and there was no nonconformance associated with the lot number.